Manufacturer narrative:
The results of this investigation are still pending and will be reported to the FDA within thirty days of its conclusion via a follow-up MDR.

Event description:
Leaking from butterfly site that was noted as the new dressing was being applied. This was the second dressing change since the PICC insertion.

Manufacturer narrative:
Since we did not receive the faulty sample or an image showing the defect, an investigation cannot be conducted. In general, there are various events that can lead to a leaking catheter: 1. Tensile force. Which may be caused by: dressing change - in some instances the catheter can become adhered to the dressing and additional pulling is required to free it; placing stress on the line could result in a tensile fracture. For babies, routine care (when lifting the baby to change the bedding) and movement of the baby itself could result in a tensile fracture. 2. Mechanical damage by a sharp instrument (for example scissor, forceps or scalpel) during dressing change. 3. Alcohol-based disinfectant. The customer indicated that alcohol-based disinfection was used; however, the IFU states: be aware that organic solvents such as alcohol or acetone may interact with catheter material and weaken it." And "avoid any contact of the catheter tubing to alcohol containing disinfectants. This may irreversibly damage the catheter." Furthermore, 1 ml syringes are not recommended for use. The instructions for use (IFU) also include the following statement: caution: do not use syringes smaller than 10 cc, as these can generate very high pressures. It is possible to generate 4 or 5 times the maximum safety pressure, with any size of handheld syringe. Subjecting the catheter to pressure above 21,75 psi (1,5 bar, 1125mmhg) can result in catheter rupture and embolism. Small syringes generate higher pressures than larger ones. In addition, a manufacturing fault can be excluded as each catheter is flow and leak-tested, and the catheter did not leak for 3 days as stated by the customer ("dwell time: 3 days and 10 hours."). A review of the component batch history records was performed, and no deviations were found. The batch complied with its specifications and was released. Each catheter is flow and leak tested during production. The tensile force and dimensions of catheter and set components are randomly checked. Incoming goods inspections and two 100% visual tests after packaging are carried out. A two-year review of vygon USA's complaint data identified five additional reports of leaking catheters associated with product code 1252.030g, lot 23l008d. Of these, two were determined to be unrelated to manufacturing, while the remaining three originated from this facility. Corrective action: due to the missing sample, no further corrective action was initiated by quality management, as a root cause analysis could not be performed. Should an issue occur with our product in the future, please provide a representative photo or, preferably, return the faulty sample for evaluation.

Event description:
Leaking from butterfly site that was noted as the new dressing was being applied. This was the second dressing change since the PICC insertion.